Event description:
During a standard inspection of a customer returned asset, it was noted the adhesive on the objective lens of the endoeye flex deflectable videoscope was peeled off due to deterioration. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. The bending section cover adhesive was missing. The universal cord had dirt that was difficult to remove due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.